Event description:
Boston scientific received information that this patient's left ventricular (lv) lead was believed to be fractured due to the position under the clavicle. The lead exhibited high out-of-range (oor) pacing impedances as well as loss of capture (loc). As a result the lead was surgically abandoned and successfully replaced. A portion of the lead was returned for analysis. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that only the proximal segment of lead was returned severed at 24.2 cm from terminal pin. Additionally there were setscrew mark noted on terminal pin and terminal ring. There were no conductors fracture observed.

Event description:
--

Manufacturer narrative:
This lead is undergoing detailed analysis at this time. Once analysis is complete, this event will be updated.